Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that the device has been interrogated over the past two months and the message indicates that reinterrogation should be performed in 48 hours as the temperature is too cold. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.